Event description:
It was reported that during cleaning and sterilization, the customer noted that one lens was missing from the endoscope. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the OEM, the endoscope was received with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage to the optical components. The customer reported complaint does not itself constitute a reportable event; however, the missing lens if to reoccur could cause or contribute to an adverse event.